Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported by the rep, during a lobectomy the pvs stapler was fired on pulmonary vein. The patient side was stapled, however blood oozing from the staple line. The specimen side had no staples. The hospital did not retain the device or staple load. No device is available for return. The surgeon put pressure on the oozing and there was 500cc¿s of blood loss. The procedure was delayed for fifteen minutes. No patient consequences were reported.